Event description:
It was reported that the insulin pump alarmed no delivery during the priming procedure. The blood glucose reading was 16.0 mmol/l, which the customer treated with a manual injection. No significant events leading to the alarm were observed. Upon troubleshooting, it was found that insulin did not exit the tubing. The customer stated that she wanted to start over on her own and would call back if necessary. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.